Event description:
Customer reported a low alarm that she could not clear. The customer stated she had tried six or seven times to clear the alarm. Customer's blood glucose was 149 mg/dl. Customer could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No unexpected low battery alarm was noted. All buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)